Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint stents were implanted; one into the rca and one into the r-pda. During a revascularisation procedure two endeavor sprint stents were implanted in the lad. Approx 34 months post index procedure the patient suffered acute nstemi in an unknown vessel. The patient was treated with medication and recovered. The investigator assessed the event as not related to the index device or anti-platelet medication.